Manufacturer narrative:
The insulin pump received with intermittent up and down button response due to corroded keypad traces. No button error alarms noted. The battery was inserted in and out and no unexpected audio/beep anomaly noted during testing. The device had a minor scratched display window, cracked case at the display window corners, and a cracked reservoir tube lip. No moisture damage inside the insulin pump noted. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a button error alarm. The blood glucose at the time of the incident was 170 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.